Event description:
The patient experienced a shocking sensation when he would lift his arms. This followed a reprogramming session yesterday. It was also noted that he had a burning sensation on upper legs and itching down left leg and part of right leg. His physician did not believe that the neurostimulator site caused him pain. The pt was at home and desired to have the device removed. Further info was requested.

Manufacturer narrative:
(B) (4).